Event description:
It was reported that during an anterior cruciate ligament surgery the flipcutter was damaged when drilling the tibial tunnel. No part of the device broke off. The surgery was finished successfully with a recalibration of the graft to diameter 10 (tibial portion) and the use of a flip cutter n° 10 without further problems. It was not necessary to switch the surgical technique or do a second surgery. According to the provided information a patient harm occurred. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.